Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed heater. The device was evaluated upon receipt. Defective heater. Replaced heater. Cracks on the level sensor (no issue), crack on the fdl (no issue). Fill tube is dirty (no issue). A 2000-hour pm was completed on the device. Replaced level sensor, fdl, and fill tube. As part of the pm, replaced circulation pump, mixing pump, and drain valves. Fv-est-ctu calibration. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Corrections: d, e, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not heat enough. Per sample evaluation results on 10feb2026, cracks on the level sensor. Crack on the fdl. Fill tube is dirty.

Manufacturer narrative:
Initial reporter facility name provided (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not heat enough.